Event description:
Additional information received indicated that there were high thresholds in the left ventricular lead and that the safety margin was unable to be maintained due to the high thresholds. The lead was removed due to infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092-58 implantable pacing lead 2002 (B)(6); 4592-53 implantable pacing lead 2002 (B)(6); (B)(4) bi-ventricular implantable cardioverter defibrillator (ICD) 2010 (B)(6); 694965 implantable tachy lead 2005 (B)(6). (B)(4).

Event description:
It was reported that the patient was treated for a systemic infection and the source of the infection was unknown. The device and leads were removed and replaced following antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).